Event description:
A pt reported experiencing "almost coma" while using a fasttake meter. The ft meter was giving readings of 24.8-27.0. The ft meter blood glucose unit settings are unknown. Pt was basing pt's diabetes medication intake on ft meter readings. On unknown day, pt was reportedly taken to hospital almost in a coma. At the hospital, pt's blood glucose was 11.0mmol/l on hospital meter of unknown brand and 27.0 on ft meter. No further info has been provided.